Event description:
The manufacturer received information alleging black particles in device, particles in airway from device, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles/black particles in device/particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-01642-1 was incorrectly created. Please disregard the previous MDR.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-06969-2 with incorrect information in section b2 as other serious or important medical events. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient.